Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the pyxibus external cable was disconnected. The field service engineer (fse) confirmed that the medication room had been renovated, and the maintenance team did not return the external cable from the ceiling after completion. The fse informed the customer that their third-party maintenance team would retrieve the cable and reconnect the device to the main system. The fse then closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed storage space and smart remote manager was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.